Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels with a reading of 501 mg/dl. The customer stated that the cannula was bent when he removed the infusion set. Troubleshooting was performed and the insulin pump was programmed correctly. Found that the customer had not bolused in three days due to working on his yard. The insulin pump passed the prime and high pressure tests. Nothing further was reported.